Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and unsuccessful disc surgery. It was reported an empty pump reservoir occurred and the patient was admitted to their emergency room (ER) and was stating their pump was empty. The patient had not been able to contact their managing hcp. The reason for the call was the hcp was looking to page a company representative (rep) to check the pump. The pump was currently not audibly alarming. Patient symptoms were not reported. The event date was (B)(6) 2019. No further complications were reported/anticipated or expected.